Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in a stored untreated episode. Device data was sent to technical services (ts) for review. Ts recommended testing the system in clinic to try to reproduce noise and performing an x-ray to verify optimal system placement. The device was reported to have delivered two shocks, which were determined to be appropriate, however noise was detected. The device was checked in clinic and some myopotential noise was able to be reproduced. The patient was subsequently hospitalized until therapy effectiveness can be confirmed. This device remains in service. No additional adverse patient effects were reported.